Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the patient set the time in the pump incorrectly.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: reporter received a new pump and she had a lower than normal blood glucose (bg) of about 100 mg/dl . Yesterday, she had a ¿high¿ glucose reading of 600 mg/dl on her meter, she treated the high glucose readings with extra bolus. On (B)(6) 2014 around 10p bg went down to 400 mg/dl bg. Her latest reading today was 71 mg/dl with symptoms of slight loss of balance, hot and cold feeling and sweaty. She treated with extra food. During the call, it was discovered that the patient had set the time incorrectly and it was set at pm instead of am. The basal schedule was reviewed and it was determined that the time error provided an incorrect basal delivery. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia related to the user error of entering the time in the pump incorrectly.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings. Unable to perform time test last basal delivery was on -(B)(6) 2015 06:38am, reported date from (B)(6) 2014 is overwritten. 11hr delivery interruption due a power interruption is observed on (B)(6) 2015 10:27pm. Tdd add up and reflect the programmed basal rate. ¿ez-prime¿ steps were performed correctly; no alarms occurred during the investigation, the pump reflected 24u after a 24hr on 1u/hr duration test. The product delivers within specification.